Event description:
Medtronic received information that during priming, a leak occurred from the area of the heat exchanger in this affinity oxygenator when the pressure exceeded 160mmhg. The exact location of the leak was uncertain, but the customer believed that it was from the m andrel-to-heat exchanger bond. The oxygenator was changed out prior to going on bypass and there was no patient involvement. The product was returned for analysis.

Manufacturer narrative:
Blood side pressure integrity testing was performed at 3 l/min. With 23 psig of back pressure for 10 minutes. During the test there was a leak observed from the sampling port located on top of the device and as the pressure was slowly increased to 23 psig a leak was observed from the heat exchanger side seam. Conclusion: the leak from the seam of the heat exchanger was confirmed through testing of the returned product. A partial void may have formed during adhesive dispensing into the adhesive groove of the heat exchanger allowing for acceptable pressure test results prior to distribution. It is possible a physical shock encountered during shipping or handling of the product may have compromised that bond. (B)(6). (B)(4).